Event description:
The device is failing a self test with the "remove & reinsert battery" message. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.